Event description:
Silicone breast implants are causing my (B)(6) daughter to have symptoms of anxiety, panic attacks, sleep deprivation, depression, numbness in hands, feet, face, lips, pain in jaw and chest, shooting pains in chest and breasts, vertigo, and stomach pain after every meal. She was implanted for 1 year and two months before her symptoms started. We have been to numerous drs and specialists, had numberous tests including 2 mris, blood tests, urine test, hearing and vision tests, had wisdom teeth removed, new glasses prescription was prescribed, medication for anxiety and still no diagnosis. She's missed 2 semesters of college and is bedridden and sick for 3 1/2 months now. She will be explanting (B)(6) 2019. We believe it to be breast implant illness. FDA safety report ID# (B)(4).